Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage testing and pressure testing, and there were no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp catheter extension set was leaking from the luer lock connection. The set was leaking from between the PICC line and the extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.